Event description:
The provider/patient reported the following:: "I've been having bad sinus issues, sore throat. It's from the aligners. I started set 2 today but it's really been negatively impacting my work, sleep, sinuses, etc." Here is one intra-oral photo he sent over complaining of his throat hurting. After talking with him and explaining a few times that it's normal to have tenderness and sometimes a little bit of pain with aligners, especially when beginning a new set... He still wants to call it quits. Here's what he's last said to me "I'm unfortunately unable to continue my aligners. I have been trying up through yesterday but they just aren't working for me right now. They cause headaches, and sinus pressure every time I put them in. It's still impacting my sleep and work. With current life situation / work, I can't do it."

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the tact that the aligners caused, contributed or would likely cause or contribute to the reported event. This eveneis being file as a mdt since the patient reported symptoms or physiological condition related to an allergic reaction.